Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported since (B)(6) 2010, she often experiences elevated blood glucose and the adhesive of the infusion set headset is often wet. She changed the infusion set headset and found the cannula was bent. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion sets were replaced and requested to be returned for eval.